Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and the suture was used. The needle did not hold to the thread/separated from the suture intra-op. There were no patient consequences reported. The procedure had 5 min of delay the time for surgeon to check sutures.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch rgbccr and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent additional information was requested, and the following was obtained: please provide product code - f2829. How many sutures separated from the needle on this one patient during this single surgical procedure? 4 units. When did the needle got separated from the suture, before use on patient (pre-op), during use on patient (intra-op) or after use on patient (post-op). Intra-op. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail- no patient consequence. 5 minutes of delay the time for the surgeon to check the sutures. The following information was requested, but unavailable: please provide procedure name and date. How was procedure successfully completed? Please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Events were submitted via 2210968-2021-12153, 2210968-2021-12155, 2210968-2021-12156.